Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help. The patient noted: "I don't go because he wants to keep it in. I'm 4 hours in bathroom each night". The patient was wanting the device removed, noting they had 13 things wrong with them. The patient had been in the hospital 9 times. It was noted: "I bleed, makes it worse. Have a nice girl come about blood once a month. Been in house 2 years. I am a bleeder blood".

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v823874, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had thirteen things wrong with her. The patient stated that she had been in and out of the hospital and that her doctor agreed with her that the device should be taken out. The patient was in the hospital last in (B)(6) 2013 because she was urinating. The patient stayed for ¿about 23 hours¿ and she had pain on her right side from a hernia that was removed while she was in the hospital. The patient stated that she had to have the device taken out and around (B)(6) 2013 she started urinating on the floor. The patient stated that she could not walk because of the device and if she ¿went to the left¿ she fell. The patient had a bad fall ¿about a year ago.¿ the patient noted that she knew it was because of the device because she ¿could feel it.¿ the patient also stated that the device was pressing on her spine. The patient mentioned that her doctor had ¿people come to her house to take her blood¿ and that she had a blood disease. The patient also experienced some personal issues and was depressed. The patient intended to talk to her doctor about getting the device removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).